Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced no delivery/occlusion alarm, charge/battery lasts less than expected, occluded. The customer reported hyperglycemia treated with insulin pump (subcutaneous insulin infusion). The event involved product(s) mmt-1880, unomedical, mmt-332a. Troubleshooting was not performed. No further patient complications were reported. The customer will discontinue the use of the pump. Mmt-1880 was requested and customer response was the device will be returned. No product return is required for unomedical. No product return is required for mmt-332a.

Manufacturer narrative:
Test p-cap and reservoir locked properly into reservoir compartment during testing. The pump passed the sleep current, rewind test, active current measurement test and self test. The pump was received with minor scratches on lcd window, scratched case, cracked keypad overlay, cracked case (corner of belt clip rails), broken reservoir tube lip, partially broken retainer and battery tube threads-cracked. Unable to perform the functional testing due to the partially broken retainer and broken reservoir tube lip. Successfully downloaded history files and traces using thump software. The pump uploaded to care link pro without any errors. However, no delivery alarm/insulin flow blocked alarm was recorded in the pump history on (B)(6) 2024 20:50:47.000 during bolus delivery. The pump was cut open and traces of moisture on pcba1, motor and battery tube assembly noted during visual inspection. In summary, unable to perform functional testing. The pump was received with a broken reservoir tube lip, partially broken retainer and missing reservoir tube o-ring. No delivery alarm/occlusion alarm not confirmed. Charge/battery lasts less than expected not confirmed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.